Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flushing and aspiration were allegedly not smooth when flushing the tearable sheath. It was further reported that there was a plastic substance adhering inside the dilator, which prevented flushing the tube and accessing the guidewire. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the flushing and aspiration were allegedly found to be not smooth when flushing the tearable sheath. It was further reported that there was allegedly a plastic substance found to be adhered inside the dilator, which prevented flushing the tube and accessing the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the unsealed sample tray containing a guidewire along with the hoop, one introducer needle, one tunneler, one vein pick, non-coring needle. The photo also shows a clinician holding a dilator sheath connected to a flushing syringe. The investigation is inconclusive for the reported contamination, flushing difficulty, suction issues as the supporting evidence is not available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.